Event description:
On (B)(6) 2005, this pt was treated for an abdominal aortic aneurysm and right common iliac artery aneurysm and treated with gore excluder aaa endoprosthesis. Intra-operatively a large endoleak was noted in the inferior margin of the endograft along the right lateral wall. The right common iliac artery aneurysm measured 5.9cm in diameter. On (B)(6) 2010, a CT scan was performed that revealed the pt maintained a right common iliac aneurysm and developed a distal type I endoleak. On (B)(6) 2010, the pt underwent a reintervention whereby the pt's right internal iliac artery was coil embolized and two additional contralateral leg components were implanted to treat the right common iliac artery aneurysm. Final angiogram revealed no endoleak and exclusion of the right iliac aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
Additional devices implanted during procedure: pxc201000/03556844, pxc201000/03538064. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.